Event description:
It was reported that the patient had the entire system removed because the device was not working. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient developed an infection after the internal neurostimulator (ins) was replaced. It was noted that a surgical intervention occurred on (B)(6) 2011 and (B)(6) 2011, in which the device was explanted. It was noted that the patient was hospitalized due to this event and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer on (B)(4) 2015 reported the infection the patient got after their replacement was a staph. Infection.

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2011 (B)(6), product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2011 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3387-40 lot# j0231016v serial#, implanted: 2003 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3387-40 lot# j0301120v serial#, implanted: 2003 (B)(6), explanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Lead model 3387-40 lot# j0231016v implanted: (B)(6) 2003 explanted: unk; lead model 3387-40 lot# j0301120v implanted: (B)(6) 2003 explanted: unk; extension model 748951 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk; extension model 748951 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk; programmer model 7438 serial# (B)(4).